Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low pacing impedance. The ra lead was capped and replaced. It was also reported that the right ventricular (rv) lead had poor sensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.